Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient (previous thv implanted, sinus sequestration leading to coronary occlusion) and procedural factors (valve malposition) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), arrhythmias are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire, and catheter manipulation, and prolonged or repetitive runs of rapid pacing. During the transapical approach tvr procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of intra-aortic balloon pump, and/or conversion to open surgery may be required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the event remains indeterminable. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in singapore, it was a case of a 23 mm sapien 3 ultra resilia case by transfemoral approach in aortic position. During the procedure, a transcatheter heart valve-in-transcatheter heart valve intervention was performed for a failed 26mm non-edwards transcatheter heart valve. The procedure proceeded as planned; however, during deployment, the implant height was higher than expected. After implantation, blood pressure began to deteriorate, and cardiopulmonary bypass was initiated as the implanter suspected partial left main coronary artery occlusion. An emergency percutaneous coronary intervention was performed with deployment of a left main chimney stent for revascularization. Immediately afterward, ventricular tachycardia/ventricular fibrillation occurred. The patient was placed on extracorporeal membrane oxygenation support.

Manufacturer narrative:
Updated section h6- impact codes.

Manufacturer narrative:
Updated h6- conclusions. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava for cardiopulmonary bypass or extracorporeal membrane oxygenation. Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient (previous thv implanted, sinus sequestration leading to coronary occlusion) and procedural factors (valve malposition) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.